Event description:
The hcp reported that the pt had undergone several years of gastric electrostimulator for gastric paresis secondary to diabetes. Approximately two months ago the pt developed fluctuating insulin levels and drainage of purulent fluid from the top of the gastric electrostimulator site. Examination of the pocket site revealed purulence material. Cultures were taken as well as gram stain, results are unk. The gastric electrostimulator and leads were removed and the area packed with loose gauze and sterile dressings.